Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrences of "system error 322" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device complaint was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The door latch hooks and input;output printed circuit board were replaced. System error 322 will occur when the pump transitions fro the door open state tot he door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.